Manufacturer narrative:
Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: (1) an explanation for the reason for this occurrence based on the follow-up with the reporting facility or individual response: the complainant reported that a (B)(6) male patient was treated at a first hospital where he had undergone a CABG, and was reported to have spent 13 hours in the operating room. An iabp had been placed in the patient, but was unable to provide the necessary patient support. An impella lp5.0 was then placed. The patient was too unstable to initially move from or, and had to be defibrillated multiple times for a ventricular tachycardia. The patient was eventually stable enough to be transferred to intensive care unit. The patient was successfully supported for 11.4 hours and was then transferred to another hospital. Upon entry at the second hospital the staff found evidence that the impella placement had not been done per recommended insertion technique, as the first clinical team had not used the components provided to implant the device. Also, upon entry into the 2nd hospital the staff disconnected the white cable (that connects the impella lp5.0 to the automatic impella controller [aic]), from the first facility's aic and plugged it into the aic at the 2nd hospital. At this point the aic alarmed with an "impella defective" message, and the impella lp5.0 would not restart. The cable was then disconnected from the second aic and re-connected to the first aic, but the same alarm message was displayed. The patient had no underlying cardiac function, and internal cardiac massage was being performed during this time. The patient then decompensated and expired before a second impella lp5.0 could be obtained and placed. A complete description of investigation and analysis methodology(ies) used, response: the impella lp5.0 pump and the automatic impella console (aic) logs from the 2 consoles used during this event were returned for evaluation. The logs from the 2 consoles were analyzed. The analysis of the logs of the 2 consoles confirmed that "impella defective" alarms occurred, an "impella defective" alarm will prevent the pump from being recognized properly and will lead to a pump stop as was observed during this case. The pump plug was examined for any defects that could have led to the "impella defective" alarms. The examination revealed bent pins in the pump plug. These pins most likely became bent when the pump was disconnected during the transfer of the pump to the console at the second facility. Once the pins were bent they triggered "impella defective" alarms to occur upon plugging into either console as seen in the aic data. The locking key on the pump plug was also examined and found to have rounded edges. This is indicative of the user twisting the plug upon disconnection. An identification of the specific failure mode(s) and or mechanism (s) and the associated device component(s) involved and response: when the patient was transferred to a 2nd hospital, the user disconnected the white cable and connected the red pump plug to the white cable of the 2nd hospital's aic. They received "impella defective" alarms from the aic indicating that there was a possible communication issue. The failure investigation determined that the 5.0 pump plug contained broken pins leading to the aic not recognizing the pump. The user twisting the impella 5.0 pump plug upon disconnection to transfer the impella 5.0 to the second site's console most likely led to the broken pins at the red pump plug. Any conclusions reached based on the investigation and analysis results. Response: the root cause of the pump stop was broken pins at the red pump plug, likely from when the pump was disconnected to transfer the impella 5.0 to the second site's console, resulting in "impella defective" alarms and ultimately a pump stop. The root cause of the broken pins at the red pump plug most likely occurred when the pump was disconnected to transfer the impella 5.0 to the second facility's console, which resulted in "impella defective" alarms and the pump stop. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: there was no other information provided that has not been detailed in this report please identify if the patient or device problems (including any failure analysis) noted in this report are part of a trend analysis. Please provide the basis for their inclusion in the trend, e.g. Common clinical presentation/observation, common component, common manufacturing process, known failure mode, etc. Response: the issue noted in this report is part of ongoing trend analysis. We conduct trend analysis of complaints by individual products based on failure mode.

Manufacturer narrative:
The device is currently undergoing evaluation. Upon the conclusion of the evaluation a supplemental medwatch report will be submitted. (B)(4)

Event description:
The complainant reported that a (B)(6) male patient was treated at a first hospital where he had undergone a CABG, and was reported to have spent 13 hours in the operating room. An iabp had been placed in the patient, but was unable to provide the necessary patient support. An impella lp5.0 was then placed. The patient was too unstable to initially move from or, and had to be defibrillated multiple times for a ventricular tachycardia. The patient was eventually stable enough to be transferred to intensive care unit. The patient was successfully supported for 11.4 hours and was then transferred to another hospital. Upon entry at the second hospital the staff found evidence that the impella placement had not been done per recommended insertion technique, as the first clinical team had not used the components provided to implant the device. The clinicians at the facility where the patient was transferred also found that the graft had been placed deep under the patient's skin and was barely exposed. In addition, the sensor had been damaged, as a "placement signal unreliable" had been triggered. Upon entry into the 2nd hospital the staff disconnected the white cable (that connects the impella lp5.0 to the automatic impella controller [aic]), from the first facility's aic and plugged it into the aic at the 2nd hospital. At this point the aic alarmed with an "impella defective" message, and the impella lp5.0 would not restart. The cable was then disconnected from the second aic and re-connected to the first aic, but the same alarm message was displayed. The patient had no underlying cardiac function, and internal cardiac massage was being performed during this time. The patient then decompensated and expired before a second imepella lp5.0 could be obtained and placed.

Manufacturer narrative:
This supplemental MDR is being filed to attach user MDR 2300530000-2016-08014 and to report the evaluation of the returned impella lp5.0 and to report the evaluation results of the returned impella lp5.0. The impella lp5.0 pump and the automatic impella console (aic) logs from the 2 consoles used during this event were returned for evaluation. The logs from the 2 consoles were analyzed. The analysis of the logs of the 2 consoles confirmed that "impella defective" alarms occurred, an "impella defective" alarm will prevent the pump from being recognized properly and will lead to a pump stop as was observed during this case. The pump plug was examined for any defects that could have led to the "impella defective" alarms. The examination revealed bent pins in the pump plug. These pins most likely became bent when the pump was disconnected during the transfer of the pump to the console at the second facility. Once the pins were bent they triggered "impella defective" alarms to occur upon plugging into either console as seen in the aic data. The locking key on the pump plug was also examined and found to have rounded edges. This is indicative of the user twisting the plug upon disconnection. The root cause of the pump stop was broken pins at the red pump plug, likely from when the pump was disconnected to transfer the impella 5.0 to the second site's console, resulting in "impella defective" alarms and ultimately a pump stop. The root cause of the broken pins at the red pump plug most likely occurred when the pump was disconnected to transfer the impella 5.0 to the second facility's console, which resulted in "impella defective" alarms and the pump stop. Internal reference: (B)(4).